Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and major damage due to broken sensor wire. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken sensor wire was found in connection to the reported allegation. The probable cause of the broken sensor wire could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).